Event description:
It was reported that a pt underwent ventral hernia repair with components separation and colostomy reposition. The abdominal wall was reconstructed with 3 pieces of xcm biologic. Two 20x25cm xcm sheets were implanted as underlay and one 10x16 xcm sheet was implanted as an overlay. Primary closure was achieved. No wound vac was used. Eleven days later, the pt eviscerated and was considered asa class 4. The pt was brought to the operating room for incision and drainage procedure. The surgeon discovered that portions of xcm had disintegrated. A wound vac was placed. Two days later, the pt returned to the operating room for re-exploration. Muscle and skin was debrided. A biologic surgical mesh from another manufacturer was implanted. The wound was partially closed and a wound vac was placed. Five days later, the pt returned to the operating room for wound vac removal and wound closure. Approx, six days later, the pt's condition declined again. No details were provided as to the reason for his decline or add'l treatment. As of the last contact, the pt's condition has improved but remains in the ICU.

Manufacturer narrative:
Method - other: pt info and surgical info reviewed by general surgeon consultant. Lot history records reviewed. Result - other: no deviations were found during lot history records review that would be expected to cause or contribute to the adverse event. Surgeon eval: given the info and photographs presented, it is not possible to come up with a definitive conclusion. Factors associated with a dehiscence include smoking (unk in this case), obesity (present), infection (pt is high risk for this, but no mention of active infection), ischemia of the skin (common after large skin flaps used in open component separation - technique of component separation, however, is unk), and suturing technique (unk in this case). Review of the photos reveal no obvious infection. It is clear that some of the prosthetic is not intact, but the cause-effect relationship cannot determine. Furthermore, in this particular case, it is possible that the same clinical outcome would happen with any prosthetic, or no prosthetic. It is obvious from the photos that the rectus muscles are very far apart. It is quite plausible that the midline was closed under some tension. With the obesity, the pt may have coughed or vomited, causing dehiscence of the midline closure. High intra-abdominal pressure can cause the grafts to pull away from the tissue or tear away from the suture, or more likely some combination of both.